Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the wolverine cutting balloon. A visual examination of the balloon identified no damages. The balloon was subjected to positive pressure and was returned in a deflated state. No issues identified with the hypotube shaft. No kinks or damages with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole leak located at the mid-section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was soaked in the waterbath at 37 degrees. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was located at the mid-section of the balloon.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.